Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that two batteries in the uninterruptible power supply (ups) were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to perform image acquisitions. There was no patient present when this issue was identified. No additional information was provided.